Event description:
It was reported: the nail was implanted in 2006. The pt was complaining about a discomfort. During the revision in 2007, it had been noticed that the lag screw had moved inside (intra abdominal direction). The surgeon added it seems that locking screw did not allow the locking of the lag screw. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be submitted on a supplemental report.